Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, while torquing, the 4-40 stud broke off inside the disposable instrument. A new like device was used to complete the procedure. There was no pt consequence.